Event description:
It was reported to target that during a procedure that gdc coil stretched while being removed. Upon evaluation it was found that the gdc coil was actually broken, therefore this complaint became a MDR. Additional information obtained through a company representative indicated that the gdc coil ws still within the catheter when it broke and both devices were removed together. The procedure was successfully completed with another system. The patient had no injuries as a result of this event.